Event description:
The customer received questionable low ion selective electrode (ise) sodium results for 15 patient samples. Of the data provided for 11 patient samples, the results for nine were discrepant. Patient sample 1 initial result was 132 mmol/l. The repeat result on this analyzer after recalibration was 139 mmol/l. The repeat result on another cobas c501 was 137 mmol/l. Patient sample 2 initial result was 120 mmol/l. The repeat result on another cobas c501 was 126 mmol/l. Patient sample 3 initial result was 130 mmol/l. The repeat result on another cobas c501 was 136 mmol/l. Patient sample 4 initial result was 132 mmol/l. The repeat result on another cobas c501 was 138 mmol/l. Patient sample 5 initial result was 122 mmol/l. The repeat result on another cobas c501 was 130 mmol/l. Patient sample 6 initial result was 128 mmol/l. The repeat result on another cobas c501 was 134 mmol/l. Patient sample 7 initial result was 130 mmol/l. The repeat result on another cobas c501 was 137 mmol/l. Patient sample 8 initial result was 132 mmol/l. The repeat result on this analyzer after recalibration was 137 mmol/l. The repeat result on another cobas c501 was 138 mmol/l. Patient sample 9 initial result was 120 mmol/l. The repeat result on this analyzer after recalibration was 127 mmol/l. The repeat result on another cobas c501 was 126 mmol/l. The repeat results were believed to be correct. All of the erroneous results were reported outside the laboratory. The patients were not adversely affected. The sodium electrode lot number and expiration date were requested, but not provided. The field service representative could not find a cause. He checked the alignment of ise sample probe and the sipper. The customer recalibrated the ise system and everything worked fine after that. The customer ran calibration and controls with all results within specified ranges. The customer also reran the patient samples that had been low and the results were in normal ranges. The field service representative ran precision testing on the ise.

Manufacturer narrative:
Based on the provided data, the investigation determined the ise calibration factors were too high. The high factors were most likely caused by improper handling of standards, such as keeping the vial open too long or reuse of the standards. The issue was resolved by recalibration of the ise system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was received that the cobas c501 involved in the event was serial number (B)(4).